Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that during the implant procedure the stylet become lodged in the left ventricular lead. The proximal pin was pulled off, so the physician elected to remove the lead. The procedure was completed with a replacement. The patient was stable.